Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No low battery alert or power loss alarm noted during testing or in the device trace download. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had alerts with low battery after 2 days and the time between low battery and insulin pump went black less than 8 to 10 hours. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.